Manufacturer narrative:
Update to b5 and b7. Correction to h6: device code.

Event description:
Per medical record review, the recent progress note indicated worsening aortic regurgitation from trace to mild. New onset worsening of symptoms. CT chest shows low coronary ostia and narrow sinus of valsalva (sov). The valve in valve (viv) tavr was canceled pending discussion with the patient and children due to high-risk coronary occlusion. The patient is to continue with coumadin medication. The patient's 4-year transthoracic echocardiogram (tte) showed that the bioprosthetic aortic valve is in place and appears well seated. Mild central regurgitation was observed with no paravalvular leak (pvl). The aortic valve peak/mean gradient was 82.4/47mmhg. The aortic valve area was 0.95 cm2.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of central regurgitation and post-implantation stenosis was confirmed based on medical records. A review of the DHR and lot history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 4 years and 1-month post-tavr implant using a 23mm sapien 3 valve via transfemoral approach, the patient is being evaluated for a transcatheter in transcatheter aortic valve replacement due to stenosis." "The patient's 4-year transthoracic echocardiogram (tte) showed that the bioprosthetic aortic valve is in place and appears well seated. Mild central regurgitation was observed with no pvl. The aortic valve peak/mean gradient was 82.4/47mmhg. The aortic valve area was 0.95 cm2." It is possible that patient or procedural factors contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. In this case, available information suggests that patient factors (valve stenosis) could have suboptimal valve leaflets coaptation, resulting in central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 4 years and 1-month post transcatheter aortic valve replacement (tavr) implant using a 23mm sapien 3 valve via transfemoral approach, the patient is being evaluated for a transcatheter in transcatheter aortic valve replacement due to stenosis. Follow up received from the valve clinical coordinator (vcc) indicated that "we actually did not end up implanting. She is not a candidate".